Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Please explain what is the specific event pertaining to term ¿not cured¿. Does the surgeon believe that ethicon product (tension free vaginal tape ¿ obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: the journal of urology. 2016; 196: 1201 1206. Doi: http://dx.doi.org/10.1016/j.juro.2016.05.036. (B)(4).

Event description:
Title: ten-year follow-up after tension-free vaginal tape-obturator procedure for stress urinary incontinence. Suburethral tapes are a standard surgical treatment for stress urinary incontinence. The aim of the study was to evaluate subjective and objective cure rates 10 years after a tension-free vaginal tape-obturator procedure. A total of 112 patients (age range: 40 to 80 years old; bmi: 28 ± 5) who underwent the tension-free vaginal tape-obturator procedure at a total of 2 centers in 2004 and 2005 were invited for follow-up. Gynecare tvt-o (ethicon) was used during the procedure. The tvt-o technique was performed according to surgeon preference. Reported complications included not cured (n-12), recurrent or persistent stress urinary incontinence (n-5) which required re-operation, voiding difficulties (n-5) which required re-operation, intraurethral tape erosion (n-1) which required reoperation, vaginal tape extrusion (n-3) which was asymptomatic and did not require surgical treatment, inguinal pain (n-7), dyspareunia (n-4), overactive bladder (n-18), and tape loosening (n-1). This long-term cohort study suggests that the tvt-o procedure is a relatively efficient treatment of female sui in the long term. Results appear to be stable and major long-term problems appear to be uncommon.